Event description:
A female brought to emergency room via ems after defibrillator shocked her 13 times in am. Pt also complaining of right sided chest and shoulder pain that started after the defibrillator shocks. Cardiologist consulted, defibrillator interrogated, found to be oversensing, diagnosed with rv lead fracture. The pt underwent rv lead replacement due to fracture and low battery life. Per cardiologist procedure note chronic and new leads placed in the pocket. Addendum: medtronic notified, spoke to rep, aware there will be no lead to evaluate since left in pt, however copy of report to be mailed.